Event description:
It is reported that the patient experienced 2 dislocations and closed reductions on unknown dates. The patient dislocated again and was unable to be reduced so a revision surgery occurred. It was found that the liner had fractured.

Manufacturer narrative:
This report will be amended when our investigation is complete.